Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately five months after implant, this patient developed high watts alarms (rvad), evidence of hemolysis and later died. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this bivad patient was hospitalized with multi-organ failure and developed increasing hemolysis and high power from the rvad. The decision was made to withdraw life support and the patient expired. The devices ((B)(4)) were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was not confirmed via review of the controller log files, since log files covering the event date were not available for analysis. The site reported that the rvad had power consumption greater than 25 watts; however, the lvad did not develop high power. A possible root cause of the reported 'high power' can be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. A clinical factor that many have contributed to the thrombus formation is the fact that this patient had not been receiving anticoagulation therapy. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.